Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2015-11935.

Event description:
It was reported that the customer had a low blood glucose level on (B)(6) 2015. Customer stated that the paramedics were not called. Customer stated that this week was the second time a sensor fell off during a low blood glucose level. Customer stated that they had a low blood glucose level incident where the paramedics caused the sensor to get pulled out. Customer had a seizure and the sensor was pulled out during the seizure. Customer does not have the sensor to return. No further assistance needed.